Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Lot number is not available. How was the product thawed? Were the biologics subjected to temperatures above. 37c or 98f during the thawing process? Product thawed at room temperature on table for two hours. No saline or water used. Please confirm, how many times was the tip changed? Tip was changed 1 time. Sprayed with the initial applicator tip, changed tip with pinch pull technique and the issue happened on that second firing. Was the tip properly connected? I was there and tip was connected properly...issue was the actual accessory came off. Staff says she did hear a click when she connected it, however I did not see that part. Any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? No leakage detected, the entire accessory spurted off when they went to spray the second time after applying pressure to plunger. If any damage or leakage is observed, please identify where the defect is observed (outer box, blister where fibrin sealant is located, prefilled syringe, or tip)? N/a. If damage or leakage was observed, please indicate the affected part in the image below: entire airless spray accessory came off. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on unknown date and fibrin sealant preparation device was used. The user went to spray the device for the second time. After executing the pinch and pull technique, they changed tip, and went rot spray as they put pressure on the plunger the whole spray adapter popped up. A new like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested